Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain abdominal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "implanted (B)(6) 2013 along with novasure done at the same time". The patient's concurrent conditions included endometriosis. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), scar ("scars"), skin striae ("stretch marks on tummy"), pelvic floor muscle weakness ("appt for pelvic floor therapy"), rash macular ("red dots on body mainly in chest, stomach and thigh") and device expulsion ("coil on left side looks like it may be poking into endometrium"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain lower, scar, skin striae, pelvic floor muscle weakness, rash macular and device expulsion outcome was unknown. The reporter considered abdominal pain lower, device expulsion, pelvic floor muscle weakness, rash macular, scar and skin striae to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Ultrasound scan - on an unknown date: coil on left side looks like it may be poking into endometrium. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, nos, scars, stretch marks, pain abdominal. Device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received event "red dots on body mainly in chest, stomach and thigh" was added. Reporter information was added. On 23-mar-2020: social media received: event coil on left side looks like it may be poking into endometrium added. On 23-mar-2020: social media received. No new significant information was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e hell free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "implanted (B)(6) 2013 along with novasure done at the same time". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced scar ("scars") and skin striae ("stretch marks on tummy"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal, scar and skin striae outcome was unknown. The reporter considered medical device removal, scar and skin striae to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: scars, stretch marks on tummy. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.